Event description:
It was reported that the procedure was being performed on a female pt. During insertion of the catheter, the spring wire guide (swg) became unraveled. It is not known at exactly what point during the procedure this occurred. The swg was removed intact (easily) and another kit was opened and used successfully. It is unk if there was a delay in treatment. The nurse mgr stated the pt expired a few days later, not as a result of the event. As of 09/13/2010, no further info is available as to the cause of death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.